Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during closure in a shoulder athroscopy procedure, the thread broke. The doctor said that it popped then broke and shredded at the end. There was no patient injury.